Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 2,000mcg/ml, 300.4mcg/day, and intrathecal clonidine 10mcg/ml, 1.502mcg/day, for intractable spasticity and spinal cord injury/disease. On an unknown date, the patient experienced a (B)(6) infection of the pump pocket (following replacement on (B)(6) 2015) which they were unable to clear with antibiotics. The patient underwent surgical intervention on (B)(6) 2015 to clear out the wound. Diagnostics included labs and cultures (details not provided). The outcome of the event was unknown. The patient status was reported as "alive-no injury". If additional information becomes available, a follow-up report will be submitted.